Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead low amplitudes were noted thus a new position was attempted to be found for this lead. The lead was attempted to be implanted, but had dislodged. On the fourth attempt to position the lead the helix would not extend at all after already being rotations thirty times. The stylet was pulled back and re-inserted but no changes were seen. The ez-4 connector issue was noted after removing the rv lead and the helix was rotated fifteen times, but the helix did not extend. A lead fracture was suspected. A new lead was used and will not be returned as the lead was lost. No adverse patient effects were reported.